Manufacturer narrative:
Updated fields: b4, e2, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10, g2. Revert the contents of section h4 to blank. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that could not duplicate the issue. Attached fault logs also revealed autofill failure alarm. No parts replaced. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas gain alarm and autofill alarm. There was a patient but no harm reported.